Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure® coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('suspect pid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia on (B)(6) 2014, paratubal cyst on (B)(6) 2014 and overweight. Previously administered products included for an unreported indication: alprazalam from(B)(6) 2014 to (B)(6) 2020, trazodone from (B)(6) 2014 to (B)(6) 2020, mirena in 2010, seasonale from 2003 to 2009 and oral contraceptive nos from 2007 to 2009. Concurrent conditions included yeast infection since (B)(6) 2014, ovarian cyst since (B)(6) 2014, anxiety since (B)(6) 2014, panic attacks since (B)(6) 2014, tobacco abuse since (B)(6) 2014, female genital organs x-ray abnormal since (B)(6) 2014, break-through bleeding since (B)(6) 2014, insomnia since (B)(6) 2014, malignant neoplasm of endocervix recurrent since (B)(6) 2014, endometrial neoplasm since (B)(6) 2014, uterine pain since (B)(6) 2012 and aching in knees since (B)(6) 2012. Concomitant products included alprazolam (xanax) from 2013 to 2014, bupropion hydrochloride (wellbutrin) since 2013 and medroxyprogesterone acetate (depo provera) (B)(6) 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal hemorrhage"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In 2013, the patient experienced rash ("rash on back"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach") and back pain ("lower back") and was found to have weight decreased ("I lost 20 pounds with in few weeks"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, urinary tract infection, migraine, nausea, dyspareunia, fatigue, abdominal pain upper and back pain was resolving and the pelvic inflammatory disease, genital haemorrhage, abdominal pain lower, mood swings, menorrhagia, vaginal haemorrhage, depression, rash, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present: yes. A. Type of application: workers compensation. B. Date (or year) application: 2012. C. Nature of claimed injury/disability: injury. D. Outcome of application: denied. E. Basis of your claim: back injury. F. Was claim denied: yes. First the right tubal ostium is applied with the ensure device and (1) ring is seen after the application. After this, the left tubal ostium is then applied with the ensure device and (1) ring is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion / bilateral essure devices are present. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming lower back pain. Depression,vaginal discharge,lower pelvic pain, vaginal pain,migraine,dyspareunia, dysmenorrhea,pelvic pain in female & pid was added. Concerning the injuries reported in this case, the following one were reported from social media report : I lost 20 pounds with in few weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events added: I lost 20 pounds with in few weeks and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('suspect pid'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: metrorrhagia on (B)(6) 2014, paratubal cyst on (B)(6) 2014 and overweight. Previously administered products included, for an unreported indication: alprazalam from (B)(6) 2014 to (B)(6) 2020, trazodone from (B)(6) 2014 to (B)(6) 2020, mirena in 2010, seasonale from 2003 to 2009 and oral contraceptive nos from 2007 to 2009. Concurrent conditions included: yeast infection since (B)(6) 2014, ovarian cyst since (B)(6) 2014, anxiety since (B)(6) 2014, panic attacks since (B)(6) 2014, tobacco abuse since (B)(6) 2014, female genital organs x-ray abnormal since (B)(6) 2014, break-through bleeding since (B)(6) 2014, insomnia since (B)(6) 2014, malignant neoplasm of endocervix recurrent since (B)(6) 2014, endometrial neoplasm since (B)(6) 2014, uterine pain since (B)(6) 2012 and aching in knees since (B)(6) 2012. Concomitant products included: alprazolam (xanax) from 2013 to 2014, bupropion hydrochloride (wellbutrin) since 2013 and medroxyprogesterone acetate (depo provera) (B)(6) 2011 to 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal hemorrhage"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In 2013, the patient experienced rash ("rash on back"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach") and back pain ("lower back"). And was found to have weight decreased ("I lost 20 pounds with in few weeks"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, urinary tract infection, migraine, nausea, dyspareunia, fatigue, abdominal pain upper and back pain was resolving. And the pelvic inflammatory disease, genital haemorrhage, abdominal pain lower, mood swings, menorrhagia, vaginal haemorrhage, depression, rash, headache, dysmenorrhoea, vaginal discharge, weight increased, alopecia and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits, during the five (B)(6) years preceding your essure placement through the present: yes. A. Type of application: workers compensation. B. Date (or year) application: 2012. C. Nature of claimed injury/disability: injury. D. Outcome of application: denied. E. Basis of your claim: back injury. F. Was claim denied: yes. First the right tubal ostium is applied with the ensure device. And (B)(6) ring is seen after the application. After this, the left tubal ostium is then applied with the ensure device and (B)(6) ring is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, results: total bilateral occlusion. Bilateral essure devices are present. Concerning the injuries reported in this case, the following one/ones were described in patients medical record: confirming lower back pain, depression, vaginal discharge, lower pelvic pain, vaginal pain, migraine, dyspareunia, dysmenorrhea, pelvic pain in female & pid was added. Concerning the injuries reported in this case, the following one were reported from social media report: I lost 20 pounds with in few weeks. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("suspect pid") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, metrorrhagia on (B)(6)2014 and paratubal cyst on (B)(6)2014. Previously administered products included for an unreported indication: alprazolam from (B)(6)2014 to (B)(6)2019, trazodone from (B)(6)2014 to (B)(6)2019, mirena in 2010, seasonal from 2003 to 2009 and oral contraceptive nos from 2007 to 2009. Concurrent conditions included uterine pain since (B)(6)2012, aching in knees since (B)(6)2012, yeast infection since (B)(6)2014, ovarian cyst since (B)(6)2014, anxiety since (B)(6)2014, panic attacks since (B)(6)2014, tobacco abuse since (B)(6)2014, female genital organs x-ray abnormal since (B)(6)2014, break-through bleeding since (B)(6)2014, insomnia since (B)(6)2014, malignant neoplasm of endocervix recurrent since (B)(6)2014 and endometrial neoplasm since (B)(6)2014. Concomitant products included alprazolam (xanax) from 2013 to 2014, bupropion hydrochloride (wellbutrin) since 2013 and medroxyprogesterone acetate (depo provera) (B)(6)2011 to 2012. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal hemorrhage"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In 2013, the patient experienced rash ("rash on back"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach") and back pain ("lower back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, urinary tract infection, migraine, nausea, dyspareunia, fatigue, abdominal pain upper and back pain was resolving and the pelvic inflammatory disease, genital haemorrhage, abdominal pain lower, mood swings, menorrhagia, vaginal haemorrhage, depression, rash, headache, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic inflammatory disease, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 120 lbs. .have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present: yes. A. Type of application: workers compensation. B. Date (or year) application: 2012. C. Nature of claimed injury/disability: injury. D. Outcome of application: denied. E. Basis of your claim: back injury. F. Was claim denied: yes. First the right tubal ostium is applied with the ensure device and (1) ring is seen after the application. After this, the left tubal ostium is then applied with the ensure device and (1) ring is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion / bilateral essure devices are present. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming lower back pain. Depression,vaginal discharge,lower pelvic pain, vaginal pain,migraine,dyspareunia, dysmenorrhea,pelvic pain in female & pid was added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received patient information was added. Updated indication. New event added mood swings , abnormal bleeding (vaginal, menorrhagia, urinary tract infection, depression, rash on back, migraines, headaches, nausea, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, stomach pain, lower back pain pid . Event outcome updated, pain, nausea, infections, fatigue, dyspareunia,migraines. Historical drug was added. Concomitant drug was added. Lab test was added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure® coils.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.